Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit produced a blurry image. The issue was observed during preparation for use on an unknown diagnostic procedure. No patient harm was reported with this event. The related patient identifier is (B)(6).

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.